Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 11/01/2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 11/16/2023. Block d4 and h4: the complainant was unable to report the lot number and upn; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement procedure on unknown date. It was noted that during the procedure the space was very tight and very difficult to opened up. On magnetic resonance imaging (MRI) showed that the hydrogel appeared entered the venous plexus. It was also recognized that there was an edema between the prostate and the rectum, that is not related to spaceoar. The position of the hydrogel made the case safe to treated, there is not risk of embolism since the placement was placed two days before the case was reported to the company. No further information has been obtained despite good-faith efforts.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement procedure on unknown date. It was noted that during the procedure the space was very tight and very difficult to opened up. On magnetic resonance imaging (MRI) showed that the hydrogel appeared entered the venous plexus. It was also recognized that there was an edema between the prostate and the rectum, that is not related to spaceoar. The position of the hydrogel made the case safe to treated, there is not risk of embolism since the placement was placed two days before the case was reported to the company. No further information has been obtained despite good-faith efforts. Additional information received on december 27, 2023. It was further reported the device was placed on (B)(6)2023. The patient did not want androgen deprivation therapy (adt), only radiation, therefore fiducial markers were placed and went into the plexus. The patient started radiation, before 2 fractions the patient was having a lot of irritation. A urinary analysis (ua) was performed, and the patient was given double the amount of flomax they were previously given. The analysis was positive for serratia morsenis. The patient started antibiotics that make him feel better; he had one day break of radiation, by the 4th fraction he was having a lot of trouble urinating, therefore, he had one more day of delayed radiation. The patient was changed from cefpodoxime to cefurozine. Then he finished his 5th treatment, and complained of bad belly pain, that raised suspicion of diverticulosis. The physician sent the patient to the emergency department (ed) and confirmed that the patient had diverticulosis. The patient's radiation treatment was put on hold, and the patient received flagyl and ceftriaxone. It was noted that the prostate looked boggy and inflamed. A urologist was consulted, the patient has huge calcs in the prostate, he recommended two weeks of cipro. The patient has fibrosis from the inflammation. The recommendation was to wait until the hydrogel dissolved. Therefore only 2-3 months will be need it to get the hydrogel dissolved before prostatectomy.

Manufacturer narrative:
Additional information: block b1, b2, b3, b5, b7, d4, d6, h1 and block h6 have been updated based on additional information received december 27, 2023. Block b3: the exact date of the event is unknown. The provided event date, 11/01/2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 11/16/2023. Block d4 and h4: the complainant was unable to report the lot number and upn; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event, gel misplaced - non-vascular. Imdrf patient code e2330 captures the reportable event, pain. Imdrf patient code e1906 captures the reportable event, unspecified infection. Imdrf patient code e2313 captures the reportable event, fibrosis.